Event description:
Reporter alleged blood glucose result of 96 mg/dl with no test strip in the meter on the advantage system. The customer reported no symptoms, and took no treatment or action based on the result. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.